Event description:
It was reported in a scientific article that the vns patient experienced some severe behavioral changes and had his device removed as a result. No additional information is available.

Manufacturer narrative:
Abstract citation: penas, garcia, ruiz, mariluz. "Vagus nerve stimulation in pediatric epileptic syndromes."